Event description:
Boston scientific received information that via patient remote monitoring system, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. Additional information indicated that the patient is not pacemaker dependent. No lead or connection issue was suspected. The patient will continue to be remotely monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.